Manufacturer narrative:
Other, other text: investigation completed on a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 leaks from the bottom of the unit with manufacturing years lists as 2007 and 2015 was not duplicated during testing. The unit 2015 unit s was physical condition was good. Testing was done and after five hours, no failure had occurred. The complaint was not duplicated. Repair summary included: level sensor assembly was replaced, because on the devices from 2007 the old ones were installed, the transparent ones. Device passed all functional testing.

Event description:
Device evaluation summary in h 10.

Event description:
It was reported that a smiths medical fluid warmer has a leak from the bottom of the reservoir tank. No patient involvement photos attached